Manufacturer narrative:
Date of report: 20jun2019. Date received by manufacturer: 19jun2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to verify pin alignment between the(data acquisition) da board and the solenoids. The customer determine that the pins between the solenoids and the da board were misaligned. Realigning the pins resolved the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported error machine pressure sensor autozero failed. (E/c 1109)the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.